Event description:
It was reported that pump screen was dark and would not turn on, and caller experienced extreme difficulty pressing button and often needed multiple presses to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed pump was not connected to power, removed pump from case with assistance from technical support, and repeatedly pressed button as instructed until display turned on, and caller ultimately acknowledged that button functioned as intended.